Event description:
A customer reported receiving a low glucose sensor scan of 55 mg/dl on the abbott diabetes care (adc) device compared to a built-in precision reader result of 400 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 7 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer self-treated with an insulin (dose/type unknown) and subsequently experienced symptoms described as a seizure and muscle twitching. The customer was unable to self-treat, prompting the caregiver to call an ambulance. The customer was admitted to the hospital immediately. At the hospital, the seizure subsided. According to the customer, the healthcare professional (hcp) administered magnesium via a bottle. The customer remained in the hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a low glucose sensor scan of 55 mg/dl on the abbott diabetes care (adc) device compared to a built-in precision reader result of 400 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 7 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer self-treated with an insulin (dose/type unknown) and subsequently experienced symptoms described as a seizure and muscle twitching. The customer was unable to self-treat, prompting the caregiver to call an ambulance. The customer was admitted to the hospital immediately. At the hospital, the seizure subsided. According to the customer, the healthcare professional (hcp) administered magnesium via a bottle. The customer remained in the hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section(s) updated as follows: b1 - ticked both adverse event and product problem. D4 - updated model number. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a low glucose sensor scan of 55 mg/dl on the abbott diabetes care (adc) device compared to a built-in precision reader result of 400 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 7 days. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer self-treated with an insulin (dose/type unknown) and subsequently experienced symptoms described as a seizure and muscle twitching. The customer was unable to self-treat, prompting the caregiver to call an ambulance. The customer was admitted to the hospital immediately. At the hospital, the seizure subsided. According to the customer, the healthcare professional (hcp) administered magnesium via a bottle. The customer remained in the hospital overnight for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.